Event description:
The customer called technical support (ts) and reported that the device has an auxiliary alarm, and a high blower temperature alarm. The customer is requesting bench repair. The customer reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. The unit is displaying auxiliary failure error. Primary alarms triggered. The power management and motor control board are malfunctioning. The power management board is reading load voltage output. The blower¿s temperature is too high and making humming noises, the left, right panels, and retainer are all missing. Will be ordering the preventative maintenance kit; blower assembly; power management pcba; motor controller pcba; left side panel; right side panel and the air inlet filter retainer to resolve.

Manufacturer narrative:
H10: bench repair replaced the blower assembly, motor controller (mc) printed circuit board assembly (pcba), and power management (pm) pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered for replacement (pm kit; blower assembly; power management pcba; motor controller pcba; left side panel; right side panel and the air inlet filter retainer) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the removed motor control pcba was returned to the product investigation lab (pi). The pil technician installed the motor control pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the motor control pcba revealed no evidence of damage or contamination. The motor control pcba was tested, and pil was unable to confirm the problem of the primary alarm failure (e/c 1102) was triggered due to motor control pcba. There was no fault found with the returned motor control pcba. H11: updated contact information and contact office entity.